Manufacturer narrative:
E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that device damage occurred. The procedure was cancelled. The femoral vein was noted to be tortuous. A left atrial appendage (laa) closure procedure was being performed. During the procedure, a watchman truseal access system (was) was inserted, and the physician accidentally kinked the was and could not deliver it to the laa. The procedure was cancelled. The patient condition following the procedure was stable. This event was further reviewed by boston scientific medical safety and bsc watchman engineers, and was determined to have been reported in error, therefore this event is withdrawn. It was further clarified that only local anesthesia was used for the procedure.

Manufacturer narrative:
E1: initial reporter phone number is: (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that device damage occurred. The procedure was cancelled. The femoral vein was noted to be tortuous. A left atrial appendage (laa) closure procedure was being performed. During the procedure, a watchman truseal access system (was) was inserted, and the physician accidentally kinked the was and could not deliver it to the laa. The procedure was cancelled. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. With all the available information, boston scientific (bsc) concludes: device technical analysis: the returned product consisted of a watchman truseal access system (was) without the dilator, and blood in the device. Inspection of the device revealed kinks in the sheath 7.5cm and 38.5cm distal of the strain relief. Product analysis confirmed the reported event, as the sheath was kinked. Device history record review: a review was completed of the device history records (DHR) for the watchman truseal access system, part # m635ts70020 batch # 0036977447. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Risk review: a risk review was completed and confirmed that the event of sheath kink was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that device damage occurred. The procedure was cancelled. The femoral vein was noted to be tortuous. A left atrial appendage (laa) closure procedure was being performed. During the procedure, a watchman truseal access system (was) was inserted, and the physician accidentally kinked the was and could not deliver it to the laa. The procedure was cancelled. The patient condition following the procedure was stable. This event was further reviewed by boston scientific medical safety and bsc watchman engineers, and was determined to have been reported in error, therefore this event is withdrawn. It was further clarified that only local anesthesia was used for the procedure.

Manufacturer narrative:
H6: impact code corrected from no health consequences or impact to absence of treatment. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that device damage occurred. The procedure was cancelled. The femoral vein was noted to be tortuous. A left atrial appendage (laa) closure procedure was being performed. During the procedure, a watchman truseal access system (was) was inserted, and the physician accidentally kinked the was and could not deliver it to the laa. The procedure was cancelled. The patient condition following the procedure was stable. This event was further reviewed by boston scientific medical safety and bsc watchman engineers, and was determined to have been reported in error, therefore this event is withdrawn. It was further clarified that only local anesthesia was used for the procedure.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman truseal access system was not returned; therefore, returned device analysis could not be completed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Device history record review a review was completed of the device history records (DHR) for the watchman truseal access system, part # m635ts70020 batch # 0036977447. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Risk review: a risk review was completed and confirmed that the event of sheath kink was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that device damage occurred. The procedure was cancelled. The femoral vein was noted to be tortuous. A left atrial appendage (laa) closure procedure was being performed. During the procedure, a watchman truseal access system (was) was inserted, and the physician accidentally kinked the was and could not deliver it to the laa. The procedure was cancelled. The patient condition following the procedure was stable. This event was further reviewed by boston scientific medical safety and bsc watchman engineers, and was determined to have been reported in error, therefore this event is withdrawn. It was further clarified that only local anesthesia was used for the procedure.